Event description:
The customer contacted baxter's service center regarding an alarm which occurred on the homechoice (hc) during fill 1 of 7, and during troubleshooting it was discovered that the home patient (hp) had reused supplies. The hp stated she switched out the heater bag. The technical service representative (tsr) explained that the setup was compromised. The tsr assisted in ending therapy and advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.